Event description:
After the procedure was completed they found the device was broken and the tip was missing. The missing tip was not found in the surrounding area and an x-ray confirmed that it remained in the patient. The device will not be shipped to our (B)(6) facility until (B)(6) 2012.

Manufacturer narrative:
Smith & nephew (B)(4) sent the device out for evaluation to an unauthorized facility. The results of (B)(4)'s investigation do not coincide with investigation results of our supplier (B)(4). (B)(4)'s evaluation results were then sent to our supplier ((B)(4)) for evaluation. The supplier's investigation considers this issue to be caused by a weak joining of the plate (electrode) to the shaft during the manufacturing process. The supplier explanation provided indicates an excessive gap between the electrode tip and the ptfe tube. Corrective action has taken place at our supplier and operator retraining was conducted at the vendor. The existing inventory of the component within our supplier's control was 100% inspected. The lot identified in the complaint was made prior to the corrective action. A complaint review has been completed on the saphyre probe part number 7209686 and shows no other complaints issued for this defect. Our supplier and smith & nephew will continue to monitor for trends. No further investigation is required. (B)(4).

Manufacturer narrative:
Smith & nephew, inc. Endoscopy div.; is submitting the enclosed report to comply with 21 cfr 803, the MDR regulation. The report is based upon information obtained by smith & nephew inc. Endoscopy div. Which the company may not have been able to investigate or verify prior to the date of the report was required by FDA. Device has not been received for evaluation. (B)(4).